Event description:
It was reported that during a da vinci si prostatectomy procedure a prograsp forceps instrument would not work properly despite have one more life. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the instrument had a grip cable derailed off the pulley in between distal clevis. The grips could still open and close, but movement may not be have been precise. Additional damage found was deep scratches on the main tube. The distal end of the main tube had two scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube, measuring approximately .1790 and .0730. Engineering concluded the damage may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur